Event description:
It was reported that during a procedure to treat plaque in the mid left superficial femoral artery using the everflex entrust 6x150x120 stent, partial deployment of the stent occurred at the target site within the patient¿s vasculature. The stent did not fully deploy correctly, and the wheel mechanism became unattached, preventing full deployment. Moderate resistance was encountered when advancing the device, but excessive force was not used. The stent did not fully collapse into the sheath when troubleshooting was attempted, and the end of the stent detached and was deployed into the right common femoral artery near the patient¿s access site. The procedure was aborted, and the delivery system was safely removed (no intervention required when removing device from patient). The vessel was pre-dilated with a nanocross balloon, and a non-medtronic (cook) 6f sheath was used. The instructions for use were followed without issue. No vessel damage, patient symptoms, complications, adverse events, illnesses, infections, irregularities, or deaths were reported. The patient outcome was reported as alive with no injury. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.